Event description:
It was reported that the patient experienced a loss of dexcom g6 continuous glucose monitor (cgm) sensor connectivity to the ilet after placing a new sensor and transmitter, and the ilet prompted for reentry of pairing codes and then requested a new transmitter code, indicating signal loss was due to a faulty transmitter. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury and no medical intervention. User support included troubleshooting and education with re-entry of the sensor pairing and transmitter codes and a transfer to dexcom for transmitter replacement. Investigation of this case revealed a communication issue between the ilet and the dexcom g6 transmitter consistent with a connectivity malfunction, with the sensor-transmitter interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was a transmitter or communication malfunction external to the ilet.

Manufacturer narrative:
Initial.